Event description:
Following an open ventral procedure with implantation of a parietex composite mesh, during a post-op visit, the surgeon noticed a sepsis (infected incision), which did not respond to antibiotic treatment. During the re-intervention, the surgeon noted bowel adhesions to the mesh. It is not known whether the mesh was removed. MFR-9615742-2004-00002. Information received indicates infection which is a well-known potential complication of this type of procedure. Product insert states in chapter "potential complications" that the complications arising from wall reconstruction with reinforcements can also be seen after parietex composite has been used. These complications include seroma, hematoma, recurrence, infection, visceral adherence, allergic reactions to the components of the product.